Event description:
It was observed that during the device evaluation, the distal end on the insertion tube of the trocar tube was deformed. There was no patient involvement.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue [deformed distal end of insertion tube]. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, olympus confirmed the event, however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.